Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited a magenta and black image with squiggles resulting in e216 and b30 errors (scope communication error). It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
In a conversation with the olympus technical assistance center (tac) during a conference call, the customer received guidance to clean the gold contacts and the socket of the video system center using an alcohol prep pad. Despite cycling power and plugging in the scope, the image remained unchanged. Upon suggesting the possibility of fluid in the scope, the customer attempted to use another scope but none were available. The tac provided a case number and advised that the scope might need to be sent in for repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.